Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent incomplete bolus alerts occurred and customer believed the alert was not occurring as intended. Customer intended to have delivered a bolus. Although pump data was requested to confirm bolus was delivered, customer did not upload data. Customer's blood glucose (bg) was elevated (value not provided) and was due to food consumed or menstruation. Water was consumed to address bg. Although multiple requests were made by tandem technical support to obtain additional information, customer did not reply.